Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the photo sample and actual sample, and a disconnection between the tube and drip chamber was observed on both samples. Further visual inspection indicated that the tube was originally under inserted inside the pip of the chamber, and no traces of solvent were present on the tube. The reported condition was verified. The cause of the condition was related to the assembly process during manufacturing. A nonconformance had been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was damaged; the cable broke under the joint of the saline bulb (tube separated from drip chamber). This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.